Manufacturer narrative:
Customer is keeping the product.

Event description:
The user facility reported that the femoral canal tip was discovered inside the patient from a previous surgery. A revision surgery was needed to remove the tip. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Customer is keeping the product.

Event description:
The user facility reported that the femoral canal tip was discovered inside the patient from a previous surgery. The patient had an infected left hip joint, so a revision surgery was needed to remove the tip. The patient was treated with IV antibiotics and discharged to the home antibiotic service.